Manufacturer narrative:
Based on the results of our root cause investigation, it has been determined that the reported particulate is not related to any damage or malfunction of the product. Our investigation has concluded that the observed particles are originating from the metallic cap assembled to the needle wrench which when packaged in the same pouch with the silicone irrigation sleeve results in microscopic particles being transferred from the needle wrench cap to the irrigation sleeve. All product has been found to comply with specifications and function as intended. Additionally, there have been no reports of post-surgical adverse reaction. However, due to increased sightings of microscopic particles and our ongoing continuous improvement activities, we have taken measures to identify an internal cleaning process related to needle wrench assembly to address the reported events. Validation activities have been completed and the process has been implemented. In addition, we are reviewing our component specifications related to particulate matter and will revise specifications, where necessary, to better align with customer expectations. As a result of this additional information, it has been determined that the issue documented in this report does not meet the criteria of a reportable malfunction and the complaint record will be revised accordingly.

Manufacturer narrative:
Five opened dp8730s pouches from lot v7525 were returned in a cardboard box. A total of 6 needle tips were returned. Four of the needle tips were lying loose in the cardboard box. All six were dirty with particulates and dried solutions visible all over. Microscopic examination found that the needles were damaged. The corners of the hub had marring, scratches and gouges with material missing. The damage to the hub is consistent with damage seen when the needle is over-tightened. There was also damage to the tips and scratches on the shafts of the needles. This could contribute to particulate generation during use.

Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found. Report 5 of 5.

Event description:
During the operation glitter particles were observed in the incision through which the phaco needle with the sleeve is inserted. No patient impact or injury mentioned.